Event description:
The pt was revised because of poly wear of the inserts on both right and left knees.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the products to examine; however, polyethylene wear after approx 17 yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.